Event description:
Three or 4 pump sets did not work for sure, already threw them away, when insert into the site, he sets pump to inject 8 units and his blood sugar is not going down at all so he thinks it's not going through the pump. He repeats and still blood glucose not going down, thinks insulin not going through the pump. This happened in the past also when there was a recall and his product was part of the affected lots in the past. He has been using insulin pump over 5 yrs. Dose, frequency & route: change every 3 days. Diagnosis for use: diabetes. Therapy dates: past 10 sets from same box have been questionable, 3 or 4 not working for sure.